Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor when rewinding. Customer's blood glucose at time of incident was 8.5mmol/l. The customer stated they put new reservoir and while priming alarm occurred. The customer stated the motor pushed until reservoir was half empty then got an alarm. The customer stated that pump was not dropped or bumped.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, prime, or excessive no delivery tests due to the alarm. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.